Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during a gallbladder procedure. Reportedly, the clips did not form properly. No pt injury was reported.